Event description:
It was reported that pump experienced malfunction alarm with code malf 16, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was part of field correction, assisted caller by completing online form, provided reset instructions, helped customer reset pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to call back if malfunction appeared again, which caller understood and acknowledged.